Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 55mg/dl. Prior to the hospitalization the customer stated he lost consciousness and the paramedics were called. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was also programmed correctly. In addition, the customer stated he recently lost 20 pounds and stated he frequently experiences low blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.